Event description:
It was reported by the affiliate that the patient enrolled in the (B)(6) registry had had an esophageal dilatation. The surgeon removed the band due to esophageal dilatation. Only one filling of 5.5cc was performed on (B)(6) 2008. The patient has lost 17kg since the surgery. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Pouch dilatation.